Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was received. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Companion sample is being sent back for evaluation and a lot number was provided by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display last night. The home patient (hp) cycled power. The hp started therapy with the same set and added an additional bag to the set. The hp was now in dwell 2 of 4. The technical service representative (tsr) assisted to end therapy and referred the hp to the nurse as soon as possible. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient stated that nothing was noticed with the supplies and using new supplies resolved the alarm. The nurse was contacted regarding the event. No patient injury or medical intervention was reported.